Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 20, 2017. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations.   The returned sample was visually inspected. It was confirmed that bubbles were coming up through the curved venous inlet port upon stopping the centrifugal pump. A partially seated o-ring was found within the connection of the curved venous inlet port to the venous reservoir housing/lid. The reservoir was put into a closed loop circuit with a centrifugal pump between the blood outlet and curved venous inlet of the reservoir. The centrifugal pump was turned on to approximately 2500 rpms. When the pump was stopped (after approximately 2 minutes of circulation) bubbles were noted exiting the venous reservoir through the curved venous inlet port up into the tubing. Upon completion of circulation testing, the venous reservoir lid was removed for further inspection. It was noted that the small inner o-ring, within the connection of the curved venous inlet into the reservoir lid, was partially seated creating the opportunity for air to be drawn into the reservoir. Representative retention sample with the same lot number was obtained. The retention sample was circulated in the same manner as the returned sample, and no bubbles were noted. The cause of the event is a partially seated o-ring within the curved venous inlet port connection into the venous reservoir lid/housing. The o-ring creates an air-tight seal to prevent air from being drawn into the reservoir during circulation.   All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pre-bypass filter was removed and the venous line of the av loop would not stay primed. No patient involvement as this occurred during prime. Product was changed out. Procedure completed successfully.